Event description:
Uno medical reference number (B)(4). Event occurred in the united states. The patient reported that in (B)(6) 2020 (on an unspecified date), the infusion set's tubing had pulled out of the site connector. At the time of the event, the patient's blood glucose level was 150 mg/dl. There was no damage to the infusion sets when the package was first opened. Moreover, the patient replaced the infusion set, and resumed insulin successfully. No further information available.